Manufacturer narrative:
Following other devices listed in this report: cat # unk, lot # unk, description: unknown accolade ii 132 degree size 7 stem; cat # unk, lot # unk, description: unknown 58mm tritanium cluster cup primary. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Explant first stage revision of right hip. No lot codes available as products were implanted at another institution. Explanted due to infection. Re-implanted with restoration mod and tritanium revision cup.